Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was getting high readings on the cgm that were around 200 mg/dl so she kept taking insulin. This resulted in the patient's blood glucose level going too low and she experienced convulsions. Her husband brought her to the hospital. They checked her bg at the hospital and it was 27 mg/dl while the cgm was 200 mg/dl. The patient was treated with medications but could not remember the name of them. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.